Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump booted to verify screen with functional auditory and vibratory warnings. The pump was exercised for 24 hours without any interruptions. A review of the black box history indicated that a replace battery warning was emitted on (B)(6) 2011 at 23:32. After the replace battery alarm, the pump rebooted due to the patient not replacing the battery.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump would not power on. The patient did not allege any harm or injury because of the reported issue. This complaint is being reported due to the following conclusion: the patient claimed that the pump would not power on. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms or treatment suggestive of a serious injury.